Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a hemolyzed unit and no alarm occurred from a plasma donation. The hemolysis was identified after patient disconnect and was only observed in the bottle. Per the customer the anti-coagulant and saline solutions were attached correctly. The customer did not report any impact to the patient. Full patient identifier: (B)(6). The collection set is not available for return because it was discarded by the customer.